Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple temperature alarms occurred while the pump was not exposed to extreme temperatures. The customer called tandem technical support (cts) back to report that the customer performed a pump reset on their own to attempt to resolve the alarms; however, the pump would not turn on. During the call with cts, the pump powered back on and customer was advised not to reset pump without cts guidance. Customer's blood glucose level was 235 mg/dl. The customer reverted to manual injection for insulin therapy.